Manufacturer narrative:
Complaint evaluation: the customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty display and face plate assembly. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the display and face plate assembly. The display and face plate assembly was replaced and the device passed all performance assurance testing. The device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had unresponsive keys. There was no patient involvement.